Manufacturer narrative:
The patient has had pain for months. At first, a revision surgery has been planned due to probable stem loosening. Additional information received from the initial reporter on (B)(6) 2017 and includes: the surgeon suspected cup malpositioning during primary surgery by himself instead of stem loosening. The event will be confirmed at revision. Additional information received from the initial reporter on (B)(6) 2017 and includes: the revision was done on (B)(6) 2017. Additional information received from the initial reporter on 14 february 2017 and includes: the stem and the cup were not loose. The stem was revised due to pain and the cup was revised due to malpositioning in primary. Batch review performed on 14 february 2017. Lot 150143: (B)(4) items manufactured and released on 12 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Batch review performed on 15 february 2017. Lot 154182: (B)(4) items manufactured and released on 21 october 2015. Expiration date: 2020-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
Stem revision due to pain and cup revision due to malpositioning in primary.